Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-16114. It was reported the patient experienced a gradual loss of relief due to lead migration. Images confirmed migration. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.